Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of retention sample. Based on the results of our investigation, the root cause of the problem could not be identified. Since actual sample is not available for evaluation, we cannot provide detailed investigation for this case. Retention samples were visually in good condition and passed the sheath activation and deactivation and also manual sheath activation. Moreover, no bending or tilting of cannula was encountered during simulation of sample. We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the needle was exposed when capping. The needle turns towards the right when capping. Which caused the doctor to incur a needle stick.